Manufacturer narrative:
The reagent lot number was 63343600 with an expiration date of 31-oct-2023. The field service engineer found loose screws and poor adjustment of the sample probe. The customer had no further issues after the service visit. The investigation determined the service actions resolved the issue. A general reagent problem can be excluded.

Event description:
There was an allegation of a questionable insulin elecsys result for one patient from the cobas 6000 e601 module. The initial result was 21.90 uu/ml. As the insulin result did not match the glucose result and clinical picture of the patient, the sample was repeated. On (B)(6) 2023, the sample was repeated on a different system at a different lab and the result was 10.40 uiu/ml.